Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 40 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treat with food for low blood glucose level. The customer stated that the symptoms related to high blood glucose such as little sleepy. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer does not allege pump was over delivering. Customer stated drive support cap appeared to be normal. The insulin pump will not be returned for analysis.